Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation due to being unable to increase stimulation amplitude. An sjm representative was unable to resolve the issue with reprogramming. Diagnostics revealed high impedance values for the scs lead. As a result, the scs lead was explanted and replaced. Effective stimulation was restored following the surgical intervention.